Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter only was aspirating air. The catheter was checked and it was determined that the hemostasis valve was very loose. The catheter was removed and a second catheter was attempted. The valve of the second catheter was tighter than the previous one, but it still did not seal well. The second catheters was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the hemostasis valve of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Blood was observed in the hemostasis valve of the delivery catheter. Contrast was observed on the delivery catheter. Blood was observed on the shaft of the delivery catheter. Visual analysis of the lead indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. The delivery catheter shaft is kinked at 6.4 cm. There is blood on the shaft of the delivery catheter at various locations. There is contrast at the distal orifice of the delivery catheter. The blood in the hemostasis valve was soaked in water to remove the blood and the hemostasis valve was found to be torn. If information is provided in the future, a supplemental report will be issued.